Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were in the emergency room after having an "event" the previous night. Follow-up information was received from the clinic indicating that the patient had felt flushed and fell. The patient was passed out for several seconds and was unsure if their device fired. It could not be determined if the patient's syncopal event was related to a performance issue with the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.